Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys tsh assay (tsh) results for 2 patients tested on a cobas 6000 e 601 module when compared to abbott results. Of the data provided, 1 patient had a discrepant result that was a reportable malfunction when compared to the abbott result. The cobas e601 tsh results 9 uiu/ml. The endocrinologist treating the patient did not believe this result matched the patients clinical picture. The endocrinologist stated they felt the patient was clinically euthyroid. On (B)(6) 2018 the abbott tsh result was 3.92 uiu/ml. There was no allegation of an adverse event. The cobas e601 serial number was (B)(4). The customer suspected a possible interference. The investigation is currently ongoing.

Manufacturer narrative:
The investigation determined that based on the analysis of the information and data provided a general reagent issue can most likely be excluded. The investigation was unable to find a definitive root cause.